Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when biting down all the force lands on their incisors. Patient was seen for assessment of occlusion. A letter of recommendation was provided. Their dentist found class I occlusion with 2mm over jet and 3mm over bite on the anterior. Midline is offset 1.2mm to the patient's right. Posterior contact is only on teeth #2, 18 and 31. Open contact on #3, 4, 6, 11, 13, and 15. Patient has good oral hygiene and periodontal health is good with no signs of periodontal abscess. Patient does have slight signs of gingival recession - <2mm on #2, 3, 4, 14, 15 and 29.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.